Event description:
It was reported that: "on (B)(6) 2025, patient, a 50-year-old male, presented to the clinic for scheduled device placement. On (B)(6) 2025, the patient developed a severe case of septic shock, which was resolved on (B)(6) 2025. The patient was hospitalized and received treatment with multiple medications."

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "on (B)(6) 2025, patient, a 50-year-old male, presented to the clinic for scheduled device placement. On (B)(6) 2025, the patient developed a severe case of septic shock, which was resolved on (B)(6) 2025. The patient was hospitalized and received treatment with multiple medications."

Manufacturer narrative:
(B)(4).